Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto 3 system where there was an inability to visualize the catheter during ablation, followed by a map shift. After the mapping phase, and upon starting the first ablation, the catheter jumped and disappeared from the screen. Ablation was stopped, and the catheter reappeared, but a significant map shift had occurred (5-8 mm with rotation). A new map was created, and the case continued without recurrence of this issue or patient consequence. The grounding pad was noted to have been on the patient¿s lower back, away from the carto 3 patches. No error codes presented on the carto system during the procedure. No cardioversion had been performed prior to the map shift, nor was there any patient movement. Fluoroscopy was available to corroborate the position of the catheter at the time of the event. Improper catheter visualization is highly detectable, and the risk that it could cause or contribute to an adverse event is remote. This is not an MDR reportable malfunction. However, a map shift that occurs without patient movement, cardioversion or an error message could be caused by a system malfunction, presenting a risk to the patient. As a result, this is an MDR reportable event.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto 3 system where there was an inability to visualize the catheter during ablation, followed by a map shift. After replacing the catheter, no further map shifts occurred. It was determined that the map shift was caused by a faulty catheter. The next case was able to be completed with no issues. The history of customer complaints associated with carto 3 system # 11243 was reviewed. There was 1 other complaint (out of 56 additional reported complaints) that may be related to the reported issue. A device history record (DHR) review was performed by the manufacturer, and no anomalies were noted in the manufacturing or servicing of this equipment. The customer complaint could not be confirmed.